Event description:
The customer reported that there was a loss of network connection with telemetry monitoring. No patient harm was reported.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.